Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump had delayed to respond. Customer's blood glucose level was unknown. Customer stated that the battery life had diminished since first day. Customer reported that the insulin pump received unexplained no delivery alarm. Customer stated that there was a underneath and around where the clip attaches to the insulin pump. Customer also stated that there was a scratches on the screen. Customer stated that the insulin pump rejected the new batteries. Insulin pump will not be returned for analysis.